Event description:
An alarm issue was reported with the abbott diabetes care device (reader). A customer reported that they encountered a "signal loss" and as result, they experienced anxiety and fatigue. The customer further reported being able to self-treat with cereal bar, nougats, sugar, and fruit juice. There was no third-party treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection has been performed on the returned reader and observed a crack on the meter casing. The damage would not impact meter functionality and does not contribute to the complaint. An audio and vibration tests were performed, and the audio and vibration functioned as intended. The interstitial fluid (isf) log was downloaded to perform an analysis of the glucose values. All alarms presented for the glucose values were identified to be outside the threshold range. A bluetooth low energy (ble) functionality test was conducted by activating a new unused sensor with the returned reader, and signal and sound icons were activated and there was no disruption in the ble connection between the devices. Upon connecting the reader to the pc, all ble packets were received and bluetooth count and received signal strength indicator (rssi) were present. The presence of all alarms for glucose values outside the threshold range and generation of ble packets indicate that there is no alarm issue with the returned reader. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care device (reader). A customer reported that they encountered a "signal loss" and as result, they experienced anxiety and fatigue. The customer further reported being able to self-treat with cereal bar, nougats, sugar, and fruit juice. There was no third-party treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.